Manufacturer narrative:
Correction: this field should have been reported as both adverse event and product problem on the initial report.

Event description:
It was reported that medtronic devices have significant problems like battery leakage inside of patients, device twisting around inside patients, and broken leads. It was also noted that it was suspected that if the spinal cord stimulator (scs) companies investigated infected patients they would find an obvious flaw in the sterilization of the scs in the factory or during implant.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).